Manufacturer narrative:
Siemens investigated the issue. From the data received, it appears that the sodium and potassium sensors were functioning properly. There is no evidence that the sensors were malfunctioning since there was only 1 potassium drift and 3 sodium drifts all of which did not occur on the days of the events. In both incidences on (B)(6), the patient sample had higher recovery for sodium, potassium, and chloride on system (B)(4) than on system (B)(4). Also, glucose and lactate recoveries were lower on system (B)(4) than on system (B)(4). This is consistent with contamination. Most likely, sample on (B)(6) 2016 at 14:03 and sample (B)(6) 2016 at 5:32 on system 31632 were pre-analytical; most likely due to the presence of salt being introduced to the sample from the sample port/luer area ahead of the sample.

Manufacturer narrative:
Siemens is in process of evaluating the event. The root cause for the event is unknown.

Event description:
Customer reported discordant sodium and potassium results on the instrument. There was no report of injury due to this event.